Event description:
During the procedure the balloon of this device ruptured. The rupture occurred at the last inflation and the physician was able to complete the procedure using this device. Pt is reported as fine and the device is being returned for co analysis.